Event description:
Patient later reported "have been misdiagnosed with an auto immune disease" and "it is some form of an auto immune disease". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: lymphadema.

Event description:
Patient reported "brain fog" (not device related). Patient additionally reported "breast implant illness (not device related) and lymphedema in the arm, pain on the shoulder neck, fatigue (not device related), brain fog and no sleep" (both not device related).this record is for the right side. The device remains implanted.